Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for label lift, foreign matter, incorrect shield color, and damaged shelf pack label with the incident lot was observed. Label lift-bd life sciences - preanalytical systems received no samples and 14 photos from the customer facility for investigation. Based on the visual evaluation of the photos, bd pas observed ¿label lift¿ on the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd has initiated further investigation relating to this issue through a corrective and preventive action (CAPA) 1064141 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Fm- bd life sciences - preanalytical systems received 11 photos from the customer facility for evaluation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Incorrect shield color- bd life sciences - preanalytical systems received 10 photos from the customer facility for investigation. Based on the visual evaluation of the photos, bd pas observed ¿wrong hemogard shield color¿ on the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Damaged shelf pack label- bd life sciences ¿ preanalytical systems received 7 photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed ¿torn shelf pack label¿ of the product. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that 781 bd vacutainer® k2 edta blood collection tubes were found with "open labels", 125 tubes had black foreign matter on them, 3 tubes were found with torn labels, and 1 tube had a different colored lid. All defects were found before use in lot# 9220449. The following information was provided by the initial reporter: "open label= 781 sp / black point =125 sp / tore label = 3 sp and lid not match color = 1 sp".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 781 bd vacutainer® k2 edta blood collection tubes were found with "open labels", 125 tubes had black foreign matter on them, 3 tubes were found with torn labels, and 1 tube had a different colored lid. All defects were found before use in lot# 9220449. The following information was provided by the initial reporter: "open label= 781 sp / black point =125 sp / tore label = 3 sp and lid not match color = 1 sp".